Event description:
(B)(4). End user states the mattress springs are starting to poke her and the mattress is uncomfortable.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.